Manufacturer narrative:
Lot analysis device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7159808 ¿ the lot number was built on afa line 10, from (B)(6) 2017 thru (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received one used iag/bc 22ga unit from the lot number 7159808. The unit consisted of the needle safety barrel assembly and needle cover. Received 100 unused iag/bc 22ga units in sealed packages from the lot number 7159808 there were fifty units per dispenser (2 dispensers). Visual/microscopic examination: used unit: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Unused units: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed: used unit: the needle was pushed and repositioned to the out position the button was depressed. The retraction was unsuccessful. Unused units: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. Investigation samples meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. The defect is needle retraction failure; as stated as the reported code was confirmed with the returned used unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Relationship of device to the reported incident: manufacturing the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle safety retraction on the bd insyte¿ autoguard¿ bc shielded IV catheter failed. There was no report of injury or medical intervention.